Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached a couple ruby coils into the patient using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician encountered resistance and decided to resheath the coil. However, while the coil was being retracted, it unintentionally detached in the hub of the lantern. Therefore, the physician pulled the ruby coil out by hand and completed the procedure using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.